Event description:
The product was used during a video assisted thoracic surgery pneumonectomy procedure. Reportedly, the jaws would not close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/1/1998- supplement #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.